Manufacturer narrative:
Device mfg date has been updated based on the returned product. The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug which was returned and was seated correctly. Performed visual inspection of the sensor tail. A ring of blood was observed on the sensor tail. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture and performed test. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and a loss of consciousness and was treated with a glucagon injection by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and a loss of consciousness and was treated with a glucagon injection by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.